Manufacturer narrative:
No product has been returned for evaluation. As per customer no further assistance is required. Should new info becomes available a follow up MDR will be submitted.

Event description:
Received info stating patient was hospitalized due to high bg's (460 mg/dl). Pt was given insulin during hospitalization.